Manufacturer narrative:
The customer contacted the philips remote service engineer (rse), and reported that the user interface assembly was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the biomedical engineer (biomed), reporting that the v60 ventilator had a touchscreen that was unresponsive. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was unresponsive. The biomed reported that the issue was duplicated, and that the touchscreen does not calibrate. The customer replaced the touchscreen, but the problem still persisted. During troubleshooting, the rse advised the biomed to replace the user interface assembly; additional parts were also recommended (user interface to power management cable, power management board, central processing unit (cpu) board). The rse also provided the part numbers for replacement. The investigation is ongoing.